Event description:
It was reported that a trochanteric fixation nail (tfn) was performed on (B)(6) 2014. During surgery, the flexible shaft connector for use with hand drill broke. It was assumed that all fragments were retrieved. X-rays taken on the same day showed that a piece has retained in the patient. The patient was brought back on (B)(6) 2015 to remove the fragment. The initial fragments were discarded and the explanted fragments were retained by the hospital. There was no surgical delay. Removal surgery was successful. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: information was initially submitted under MFR number 2520274-2015-11698 as an initial medwatch (submitted (B)(4) 2015) and one follow up medwatch (submitted (B)(4) 2015); however, it was noted on (B)(6) 2015 that the initial medwatch had failed the submission process. Information is being resubmitted under this new MFR number to ensure delivery to the FDA. Patient age, gender and weight are unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.